Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Prior to impaction of the tibial baseplate trial, a piece of the plastic tip of the c-impactor came off and was noticed on the floor. This led to the plastic piece being looser than normal on the c-impactor. There were no other fragments of plastic and surgeon continued to use c-impactor. Pka procedure.